Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the inner tube will not unlock, or does not remain locked and falls out spontaneously. Four tubes were reported for one (B)(6) year old male patient. Each time the tube was removed and replaced. The four tubes (one each) are reported on our reports: 2936999-2016-00869, 2936999-2016-00870, 2936999-2016-00874, 2936999-2016-00876, 2936999-2016-00877.